Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer passed away after experiencing low blood glucose levels and seizures. The customer was wearing the insulin pump at the time of his death. The wife declined to return the insulin pump for analysis. Nothing further was reported.